Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker (pm) exhibited telemetry lockout. The pm was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of repeated rf lockout was confirmed. Based on the information provided, it was determined rf lockout was due to extensive usage of rf due to many failed connections. The cause of the failed connections could not be determined with available data. The reported event of telemetry lockout was confirmed. Data analysis of the device image suggested radio frequency telemetry lockout had occurred in the field due to excessive radio frequency usage in a short period of time. This lockout feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the lockout period had expired. Device showed normal characteristics and able to be interrogated successfully on various merlin programmers. Radio frequency telemetry could be enabled and disabled with no issue. The pacer was received in normal working conditions with battery voltage at end of life (eol). Electrical and mechanical analysis results were normal. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.